Manufacturer narrative:
The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device currently under investigation.

Event description:
The user facility reported that the angioseal device did not deploy correctly and pulled straight out, without the anchor footplate collagen plug engaging. The following information was provided by the user facility: the procedure was to be an angioplasty of a previous right leg fem distal bypass graft which had become stenotic at the proximal and distal anastomosis sites. The operators were a consultant vascular surgeon and his registrar who was assisting him. The right leg femoral artery was initially punctured by the registrar but the puncture site was deemed to be too high so they manually compressed and then proceeded to re-puncture more distally. The angioplasty was carried out and the puncture site was closed using a 6fr vip angioseal product code 610132 with lot number 5754479. However the angioseal did not deploy correctly and pulled straight out, without the anchor footplate collagen plug engaging. The arteriotomy site was then manually compressed, to achieve satisfactory hemostasis. The patient was discharged to recovery but suffered a significant blood pressure drop while there after about 60 minutes. He was brought back to theatre 10 to establish the cause as there was no leakage visible at the puncture site. They proceeded to do a right leg puncture to image what was going on where another angioseal of the same lot number was used successfully at the end. The first angioseal initial preparation steps were done by the nursing team. On the second angioseal use for the investigation into the reason for the bp drop, consultant vascular surgeon had personally prepared the device but he specifically mentioned the engagement click which seemed to be absent/difficult to determine. Over the next few days the patient's condition deteriorated despite their best efforts in intensive care and the patient died on the (B)(6). The cause of death was put down to hemorrhagic shock/multiple organ failure. Due to the death there is also going to be a coroner's court inquest which is set for (B)(6). During my discussions with the consultant vascular surgeon he did not blame the angioseal failure for the death but wondered if the "possibly missing/or misheard click" during his assembly of the second angioseal device had any relation as to why the first angioseal failed to deploy. It was reported that at this stage, the facility is not linking the patient's death to the first angioseal failed deployment.

Manufacturer narrative:
It was reported in the initial report that the facility is not linking the patient's death to the first angio-seal failed deployment.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. Two unused angio-seal 6f vip samples lot number 5754479 were returned with intact packaging. No damage was noted to the outer or inner packing materials. One sample was tested at terumo medical corporation in (B)(4). The second sample was sent to terumo (B)(4) for testing. Functional testing revealed the hemostasis sheath was mated with arteriotomy locator and the locator was removed. The device sleeve was confirmed to be in a rear holding position and the bypass tube and carrier tube was inserted into the hemostatic valve while the insertion sheath was held steady. The carrier tube assembly was inserted in slow increments until the sheath cap and device sleeve snapped together. The anchor posted against the sheath monofold. The insertion sheath was held steady as the device was slowly pulled back. The device was pulled back to the full rear locked position with colored bands on the sleeves clearly visible. The device was pulled back and tamper tube could be seen. The tamper tube was gripped and the device was continued to be withdrawn until clear stop appeared on the suture. The tamper tube was advanced until the black marker was visible. The collagen and anchor formed the knot successfully. The second sample was dimensionally and functionally tested at terumo puerto rico facilities. Both the devices worked as intended during functional testing and no anomalies were noted. There is no evidence that this event was related to a device defect or malfunction. Based on the results of the investigation, the cause of the event is unable to be determined. It is likely that premature deployment or insufficient locking of the deployment sleeve into the hemostasis hub cap led to the non-deployment of the first device. The customer narrative and historical trending indicate that similar type of issues can arise from conditions of use, patient anatomy and interaction of additional devices. The DHR was reviewed and no manufacturing issues were found in the devices released to inventory which may have led to this failure mode. The IFU was reviewed and sufficient instructions were found for setting the anchor and sealing the puncture site. IFU review: angio-seal IFU (tis-828-11232016) was reviewed and the warning section on page 1 notes: "do not use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in retroperitoneal hematoma." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.